Manufacturer narrative:
Initial 1 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced six infusion sets patch did not stick to the skin upon insertion which led to hyperglycemia of 400 mg/dl and got treated with correction injection via multiple daily injections on (B)(6) 2026.